Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 551mg/dl. Troubleshooting was performed. The customer also reported having problems with the battery alarms. The customer stated that when her glucose level was high, she gave herself a bolus and her glucose level did not drop. The customer requested a replacement of the insulin pump, blood glucose meter, and sensor. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.